Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering on. Technical investigation revealed that the root cause for the observed fault was a failed temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in march 2016 and is over 7 years old, past the expected service life of 5 years. The temperature sensor was replaced to address the fault. During visual inspection, it was noted that one of the head restraints was cut from the top cover of the autopulse platform, likely attributed to mishandling. The head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover needs to be replaced to address the reported damage. In addition, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. A brake gap inspection verified the brake gap was within the specification. Waiting for service approval. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed initial functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering up. No patient involvement.